Manufacturer narrative:
The following devices were also listed in this report: mck patella resurfacing round dome-41mm; cat# 180320-6; lot# 12100621. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
On (B)(6) 2024, a physician informed salerep that a pf joint replacement patient was scheduled for revision next month due to continued pain.

Manufacturer narrative:
Reported event: an event regarding pain involving a mako femoral component was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported that, a physician informed sales rep that a pf joint replacement patient was scheduled for revision next month due to continued pain. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
No new information.